Event description:
Patient reported obtaining a blood glucose result of 420 mg/dl on the suspect device. Pt indicated that, based on this value, he sought treatment at a hosp. Ten minutes later, patient's blood glucose was reportedly retested on a laboratory instrument with a result of 120 mg/dl. Patient indicated that he was treated for a sinus infection. No treatment was received for blood glucose. Quality control testing had not been performed on the system. Technicical support requested the return of the suspect product and replacement product was shipped.